Manufacturer narrative:
The device associated to the complaint was not returned for analysis. Previous investigations identified a trend for the teeth breaking. A quality review board meeting was conducted in july 2013 and identified a potential harm; documented in dva-(B)(4). Mdd CAPA-(B)(4) was initiated in 2013 to determine root cause and corrective actions. The root cause was determined to be inadequate design for unintended off-axis use. A redesign of the delta extend screwdriver guide is ongoing to ensure that the screws are captured properly and torqued "on-axis," thus preventing overloading of the teeth in the screwdriver, which could result in the fracturing of the teeth as seen in the initial complaints. Without the product return or a picture showing the broken device, the complaint cannot be confirmed. Based on the information received and the investigation performed, the root cause of the incident could not be determined. The issue will be monitored through post market surveillance reviews. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screwdriver broke during normal use.